Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Information already reported on user facility report: (B)(4). (B)(4). Reported; without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Event previously described in maude report (B)(4). This is report 1 of 1 for (B)(4).